Event description:
It was reported that this left ventricular (lv) lead exhibited high impedances out of range. The patient will return in two weeks for an evaluation. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedances out of range. The patient will return in two weeks for an evaluation. This lv lead was explanted and replaced. No additional adverse patient effects were reported.